Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic diverticulum resection, when being applied on the minor curvature of stomach, staple line was incomplete distally. Jaws were also locked on the tissue, which was removed by hand. The event resulted to unanticipated tissue loss. Surgical time was extended by 30 minutes or more to open the device, remove the staple line and perform the next shoot. Patient hospitalization was extended by 5 days due to the reported event.